Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Our field service engineer investigated the reported ventilator on site. A technical error that indicates communication error was noticed. The o2 cell was depleted and o2 cell cable was damaged (chemicals spill) . Internal leakage and pressure transducer tests failed during pre-use check. He found that the inspiratory pressure transducer printed circuit board (pcb) was defective. Replacing o2 cell, o2 cell cable and the pressure transducer pcb resolved the issues. However, despite several reminders, the replaced part didn't return for further investigation. Therefore, no root cause can be established. The o2 cell is only for monitoring, it will not affect the ventilation. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.

Event description:
Manufacturer's ref. #: (B)(4).